Manufacturer narrative:
One ev1000a platform system was returned for product evaluation. The returned system was tested using a plum simulator. The co, sv, svi and sv02 readings were monitored for over 24 hours and the panel worked as per procedure. There were no error messages observed. The databox was tested, per procedure, before and after the burn in test and it passed the complete automated functional test. The system remained working properly throughout the burn in process. A visual inspection was performed on the returned system and there was no physical damage found. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Since the end user was unable to be identified, it is unknown if user or procedural factors contributed to the stated complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. There is no evidence or indication that a manufacturing defect is responsible for the reported issue. No further actions will be taken at this time.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received. Upon the return of the product for evaluation a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported by biomed that a ev1000 system was left with a note on it that said ¿sv in error¿. The biomed could not locate the end user to obtain any further information. No other devices were noted as suspect.